Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that via remote transmission non-sustained lead noise due to t- wave oversensing was observed. Patient was asymptomatic. Reprogramming was recommended. No further information is available at this time.